Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead oversensed noise, which triggered pacing inhibition. The lead was repositioned on (B)(6) 2023. There were no patient consequences.